Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead became dislodged during a car accident. Upon review of egm, it was noted that the lead was sensing an atrial signal. The lead was explanted and replaced. Patient was stable throughout and after the procedure.